Event description:
One pt sample with discrepant troponin t results. Initial result 0.116 ug/l. Same sample repeated twice gave 0.052 ug/l. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.